Event description:
It was reported that post a stenting treatment procedure instent restenosis occurred. Approximately one year after an unknown boston scientific stent was implanted in the distal right coronary artery, instent restenosis (isr) was identified. The "physician used the same stent again". No patient complications were reported. Additional information was requested and is not available.

Manufacturer narrative:
Age at the time of event: 18 years or older. Event date: (B)(6) 2012. Implant date: (B)(6) 2011. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).